Manufacturer narrative:
The subject devices have not been returned to omsc but were returned to olympus service operation repair center (sorc) for evaluation. The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information that sorc found the water ingress into the ccd, omsc surmised that the reported phenomenon attributed to the conduction failure due to the short-circuit. Or omsc surmised that the reported phenomenon attributed to the wear deterioration or aging deterioration due to the use beyond the durable life. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the endoscopic image was not displayed and color bar image was displayed. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.